Event description:
On (B)(6) 2011 customer reported they were having reaction wheel issues, including temperature errors, on the dxc 800 pro instrument, on (B)(6) 2011. Customer stated they found two broken cuvettes and after replacement the issue appeared to be resolved. However, on (B)(6) 2011 a cuvette was failing and customer technical support (cts) reported that beckman coulter proservice remote diagnostic system showed that cuvette #123 had failed 65 times that day. Cts recommended troubleshooting the issue, however, the customer requested service. No injuries were reported and no erroneous patient results were generated from the initial broken cuvettes. However, erroneous patient results were generated due to cuvette #123 failure, and this is reported in MDR 2050012-2011-07045 ((B)(4)). Field service engineer (fse) examined the instrument and replaced the cartridge chemistry (cc) system sample probe. Fse replaced all cc side wash collars and cleaned the slip ring. This resolved the issue and no further problems have been reported.

Manufacturer narrative:
(B)(4).